Event description:
Allegedly, per a phone call received on (B)(6) 2013 from attorney (B)(4) with the law offices of (B)(4) in which he requested a copy of the karl storz resectoscope IFU, we learned that during a turp procedure at (B)(6) on (B)(6) 2011, a pt's bladder and sigmoid colon were perforated.